Event description:
The customer's mother reported via phone call that the customer had a diabetic ketoacidosis. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 600 mg/dl. Her blood glucose level kept increasing even after the site was changed three times. In the hospital she was administered fluids and insulin through IV. She was wearing her insulin pump at the time of hospitalization. The customer's mother declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.